Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. It has been over fifteen (15) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the suggested event. Regarding the ceramic tip, based on the damage pattern, it is assumed that the damage was thermally and mechanically induced. With the guide screw coming off, the adhesive joints of the proximal components were loosened due to wear and tear. The seal rubber missing can be assumed to be due to the sealing ring (set) being damaged. Finally, regarding the cap hanging off, excessive force of fall or impact can be assumed. Olympus will continue to monitor the field performance for this device.

Event description:
It was observed, that during the device inspection. The hysteroscope had cracks in the tip beak. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.